Event description:
It was reported that the steel end of the unit broke off in the shoulder of the pt. It was further reported that the doctor used a non-stryker grasper to retrieve the broken piece and to complete the surgery. The case was prolonged. However, it was unk whether or not more anesthesia was required.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.